Event description:
(B)(4). Event occurred in the united states. The patient's contact noticed that the patient's blood glucose went up while he was sleeping. The patient then discovered that the tubing was unclipped from the infusion site. The contact stated that at the end of the tubing was broken off and could not clip on to the site well. The patient had high blood glucose level of 600 mg/dl. The high blood glucose level of the patient was due to kinked cannula. The patient had high ketone levels. The health care professional identified the ketone level as life threatening. The patient was hospitalized for one day. No further information available